Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the generator did not recognize the device. It was replaced with another generator and it recognized the device. However, sealing became incomplete consecutively. Tissue was re-grasped but the error was duplicated. Operating time not extended and no tissue damage. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The device was plugged into the generator and the plug was recognized. No alarms were generated during activation on a saline soaked towel. The investigation found the device functioned properly when the plug was securely inserted into the generator receptacle. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the generator did not recognize the device. It was replaced with another generator and it recognized the device. However, sealing became incomplete consecutively. Tissue was re-grasped but the error was duplicated. New device was opened to continue the procedure and it worked fine. Operating time not extended and no tissue damage. There was no patient injury.